Manufacturer narrative:
Diagnostic/functional testing was performed by the remote service engineer (rse). The rse performed troubleshooting and the results of the testing indicate that the speaker produced sound. The rse attempted gather additional information (audit logs, configuration files and additional product/event information), but the information is not currently available. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1; reporter information: (B)(6).

Event description:
The customer reported that alarms not functioning. The device was in clinical use at time of event, there was no adverse event reported.